Event description:
For the last five years of reporter's father's life, he had periodic tia's, probably averaging one a year. He had significant memory loss of events. He did not withdraw into himself, or fail to recognize members of the family. He continued to talk intelligently to family members up to the time of his death. In the summer of 1998, it was discovered that reporter's father had a low heart-beat. He had surgery to receive a pacemaker in 1998, but he did not thrive. Following the surgery, reporter's sister reported that her father was agitated and tense. His doctor referred him to a neurologist who ordered a CT scan of the brain and an eeg. After the tests, reporter's sister observed that her father went into a bizarre psychotic state that lasted two days. The family decided he should never have the exams again. The diagnosis was "probable alzheimers". These events took place in another state. Reporter lives on the east coast. In november 1998 reporter's husband and she went there for a period of time to look after her father. On november 21, 1998 reporter's father collapsed at breakfast. Reporter called the paramedics who observed from their monitor that he had experienced ventricular tachycardia. Reporter's father was admitted to the hospital for observation. The heart irregularity did not repeat itself. He should have been able to go home the following tuesday when he was taken off the monitor. But sunday, november 22, when reporter's sister and niece were visiting her father, they were told a CT scan and eeg had been ordered. Family informed the staff that under no circumstances were tests to be done, and they explained why. A doctor and two nurses were present. The following morning, when no member of the family was present, reporter's father was given the CT scan of the brain and an eeg. Reporter's sister learned this by phone; she rushed to the hospital, then called reporter to come quickly because her father had gone into a terrible psychotic state. He was thrashing about the bed, babbling in delirium. Reporter's worst fear, that he would have a stroke, was realized. It happened that day. By evening he was aspirating. The next day we were told he would have to have a feeding tube. The surgery was done before he came out of the psychotic state, which lasted four days. On november 27, reporter's father emerged from the delirium and began talking normally. But by then he was totally immobilized. He was so rigid that it required two people to move him. He never ate again. His doctors attributed his delirium to "severe alzheimers" and did not accept the possibility that the brain scan triggered the psychotic state, even when he came out of it. (A member of the family is an expert on alzheimers, and said that victims don't "come and go"). Reporter's sister removed father from the care of those doctors. She tried to care for him at home, but couldn't. The next five months, reporter's father spent in another hosp, and a nursing home, where he picked up a clostridium difficile infection. He also took a bad fall at the nursing home. On april 22, 1999 reporter's father passed away. Cause of death was pneumonia due to aspirating (the result of the stroke). He was also bleeding from the intestinal tract (the c. Difficile). His blood sugar was 525 (due to the infection; he wasn't diabetic), and there was a blood clot in his arm that caused gangrene (possibly from the fall at the nursing home). Because of the question of alzheimer's reporter's sister requested an autopsy. Quoting from the report: "dura, cerebellum, pons, mid-brain, medulla, and cervical spinal cord. Sections of this area show no significant histopathology." Reporter talked to someone in the pathologist's office yesterday who confirmed this meant no plaque was found. Reporter's father did not have alzheimer's. He did have moderate arteriosclerosis, which might explain the memory problems. Since reporter's sister had removed her father from the care of the original doctors, they don't know about the report. The family has tried to find out what caused father to react so strongly to the brain scan. The doctors questioned said some people have intense fear of the procedure. Reporter is not suggesting that anything was wrong with the equipment. However, she is wondering if it's possible that there is something there the medical community doesn't understand. Is it possible the x-ray can interfere with brainwaves? This is why reporter is submitting this report.